Event description:
The customer reported a pads / cable failure message.

Manufacturer narrative:
The customer reported a pads / cable failure message. A philips technician evaluated the device, and verified the symptom. The power pca was replaced, which solved the issue.